Manufacturer narrative:
The device remains implanted. The device history record could not be reviewed because the lot number was not provided. The instructions for use which accompanies each device state in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced buttocks/pelvic/vulvar pain, rectal pain, blood loss, pressure, cystocele/rectocele/urethrocele (prolapse), discomfort, neuropathic pain, erosion, infection, discharge, urinary infection, painful urination (dysuria), itching, neuralgia/neuritis, bladder pain, perineal pain, obturator/pudental nerve entrapment/damage, hypertonicity/alldynia/hyperalgesia of the pelvic floor muscles, decreased pelvic floor muscle strength, unspecified mesh related complications, difficulty with urinating, irregular bowel movements, headache, heartburn, indigestion, gastrointestinal bleeding, diarrhea, constipation, unintentional weight loss, fissures, frequency, urgency, foreign body sensation, tight vaginal skin, blood in stool, migraines, palpable mesh (foreign body in patient), scar tissue/scarring, inability to have intercourse, pulling/fullness/irritation of the vagina, lateral/midline/rectal defects, anterior rectal wall thinness, rectovaginal fascia bulging, adhesions, leaking, anterior wall descent, bladder/levator (muscle) spasms, mild rotation of bladder neck/urethra/anterior wall, pinching sensation, pelvic organ prolapse, coccyx pain with radiation down leg, sensation of vaginal ripping/tearing, loss of urine, urethral hypermobility, tenderness, poor sleep, vaginal dryness, hesitancy, paresthesias, yeast (fungal) infection, pelvic nodular thickening, inflammation, embedded synthetic material, leakage, unspecified urinary complaints, elevated white blood cells, cystic lesion (cyst), vaginal bleeding, muscle pain, leukocytes/blood in urine, soreness, aching, lack of energy, exhaustion, fatigue, nausea, feels hot, change in bowel habits, dizziness, gastric reflux, malaise, voiding at night (nocturia), leakage with intercourse, fecal incontinence, weak urine stream, irritable bowel, chest pain, increased urethral vascular changes, drowsiness, sensation of incomplete emptying, interstitial cystitis, voiding dysfunction, lack of sensation to void, external genitalia allodynia, chronic opioid use, vulvovaginitis, and non-surgical intervention.

Event description:
It was reported by the patient's attorney that as a result of having the mesh implanted, the patient experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial deformity, and has undergone or will undergo corrective surgery or surgeries.